Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found control unit, plastic distal end cover, scope connector cover unit, suction connector, protector of universal cord on suction connector side, protector of universal cord on control section side, universal cord, grip, switch box, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, connecting tube, an the scope cover all had scratches; plastic distal end cover had a dent; and the control unit had discoloration. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. It is not known when the foreign material adhered to the endoscope. The foreign material was a clip. There was not a delay in the start of the precleaning. There was water aspirated through the instrument/suction channel. There were not any abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with clean lint free cloths, brushes, or sponges. The customer did brush the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6). (Added due to character limitation in respective field).

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope suctioned up a dropped clip. The issue was found during a therapeutic procedure. There were no reports of patient harm and no procedural delay. The procedure was successfully completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was identified as a clip. There was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established however, it is possible user handling contributed to the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: ¿do not aspirate solid or highly viscous materials is described in the operation manual gif/cf/pcf-290 series ¿4.2 insertion¿.¿ olympus will continue to monitor field performance for this device.